Event description:
It was reported during in clinic follow up that the atrial lead exhibited loss of capture and undersensing. The right ventricular lead exhibited inadequate capture. It was believed that the leads had dislodged. The right ventricular lead was reprogrammed and left in use. The atrial lead was explanted and replaced. The patient was stable following procedure.